Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip of the device was damaged/fractured. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the service center in (B)(6) that the ¿duramater guide¿ was fractured on the craniotome device. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.